Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within (B)(4) feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the customer was wearing the pump on the opposite side of the transmitter. No additional patient or event information was available. Tandem technical support instructed the customer to move the transmitter to the same side as the transmitter.